Event description:
It was reported that the device had failed in rate accuracy and preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, imdrf annex a, g, b, c and d grids, remedial action required and remedial action #. Correction: device eval by manufacturer? Omit: a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in rate accuracy and preventive maintenance. There was no patient involvement.